Manufacturer narrative:
Name of journal: heart rhyth name of article: elevated pacing thresholds during atrial leadless pacemaker implantation: accept or reposition? Authors: wissam mekary, md, amitesh anerao, bs, anand d. Shah, md, neal k. Bhatia, md, michael s. Lloyd, md, stacy b. Westerman, md, devinder dhindsa, md, kent nilsson, md, miguel leal, md, faisal m. Merchant, md, mikhael f. El-chami, md.' Received date: 12 april 2025. Accepted date: 15 april 2025.

Event description:
A journal received notes that during the implant of 14 atrial leadless pacemakers (lp) there was no capture at 0.4ms. The physicians elected to implant and complete the procedures. After pre-discharge check the high pacing threshold would stabilize.